Manufacturer narrative:
The root cause of the cracked luer cannot be determined. It does not appear to have happened during production, the packaging would have prevented any damage that could have been caused by shipping and no other cracked components were found in stock. This investigation was documented per the maquet failure investigation reporting system.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. (B)(4).

Event description:
Perfusionist saw cracked plastic on female luer of pressure monitoring line. This was noticed during priming.